Event description:
Consumer complaint of erratic blood results. Customer has gestational diabetes. She states her expected range is 95/mg/dl - 100mg/dl. Customer states she felt fine no symptoms noticed; she also states that when her blood sugar was high or low she would feel symptoms. Customer concerned about different results she did back to back. Verified strips expire 11/30/2017 and were first opened (B)(6) 2015. Customer confirms the strips are stored correctly. Customer ran back to back blood test 72/mg/dl and 72/mg/dl - fasting. Reviewed blood result in meter memory: 74 mg/dl (B)(6) 2015, 11:30:00 am, 74 mg/dl (B)(6) 2015, 11:36:00 am, 84 mg/dl (B)(6) 2015, 11:22:00 am, 85 mg/dl (B)(6) 2015, 11:21:00 am, 172 mg/dl (B)(6) 2015, 11:20:00 am. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: test strip issue.